Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09084. The pt rec'd the scs system on (B)(6) 2005. It has been reported the pt experienced pain around the ipg pocket site. The pt also reported the pocket site had opened up from the medial superior edge. In order to resolve the issue, the physician initially dressed the wound and started the pt on antibiotics. A surgical intervention was also undertaken to explant and replace the pt's ipg with a different model ipg. A culture was taken and was found to be negative for infection. The pt reported effective coverage during post-operative programming. However, the pt experienced a change in stimulation and no longer has coverage on the left side. X-ray indicated the left lead has migrated. The pt is working closely with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.